Event description:
While removing the conmed vcare uterine manipulator/uterus from the patient, the green cup and balloon became disengaged from the device. The green cup and balloon were retained in the vagina until being retrieved using a single tooth tenaculum and manual inspection to ensure all pieces were removed from the patient. Diagnosis or reason for use: laparoscopic robotic hysterectomy.